Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a blank display. Customer stated that insulin pump was not turn on. Customer stated display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. (B)(4).